Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 594 mg/dl and was treated with manual injection. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal. Customer was assisted in performing rewind and customer was able to get to main menu. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to moisture damage on the force sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime fill anomaly. No motor error alarm noted and the motor was tested outside the device and passed. The insulin pump has cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube.